Event description:
Caller reported experiencing multiple intermittent occlusion alarms, leading to their blood glucose level displaying as "high", although the specific value was unknown. The customer did not address the high blood glucose before contacting tandem technical support. Reportedly, the customer uses humalog u-200 brand insulin, tandem technical support educated the customer that is off label insulin and not for use in tandem pumps. During a systems check, the blockage was found to be in the cartridge. The ongoing occlusion alarms were resolved by changing the infusion set and cartridge and resuming insulin. However, tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.